Event description:
It was reported that a patient's insulin pump would not hold a charge. The patient has been off the pump for over a month and requires assistance, especially after graduating from pediatric endocrinology and living independently. There was no reported adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.